Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer was 450 mg/dl. Customer stated that they got a cortisone shot ever since then, their blood glucose had been elevated over 250mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active at the time of incident. It was known that customer had not experienced symptom related with high blood glucose level. Customer was treated with insulin pump. Customer stated that kinks, bends, or multiple large bubbles were not present along the tubing length. Insulin exited during troubleshooting. The insulin vial was not exposed to extreme temperatures, expired, or looks cloudy. Customer received a high sensor glucose or auto max delivery alert. There was difference in sensor glucose and blood glucose level. The sensor glucose value was 367mg/dl and blood glucose level was 444 mg/dl. The insulin delivery was not suspended due to the difference. The insulin pump will not be returned for analysis.